Manufacturer narrative:
The lead was returned with no reported event. As received, a complete stretched lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual inspection of the lead found three external abrasions breaching the outer insulation exposing the outer coil due to friction to can at the proximal region. Electrical testing did not find any conductor fracture, shorting was noted between conductors due to procedural damage.

Event description:
This report is to advise of an event observed during analysis. Wear problem.